Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Multiple MDR's were reported for this event. Please also see associated events: 0001822565 - 2018 - 01978. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that patient underwent total hip arthroplasty and subsequently is having unknown issues. Attempts have been made and no further information has been provided.

Event description:
It was reported that patient has been having pain on his right hip since implantation sixteen years ago. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical office visit notes. Notes from the patients visit to his surgeon states that the patient has experienced pain in both hips for several years. Bone scans reveal proper clinical setting with possibility of loosening in both stems. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.